Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of ¿mucus filled lesion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient received one syringe of juvéderm® ultra xc, in their upper and lower lips. Patient visited office 2 years later with a ¿mucus filled lesion¿ inside of top and bottom lip. Patient was administered a pathology test and had residue of fillers in the lips which caused the lesion. Both the ¿lesions were excised.¿ post injection patient did not get more fillers. Patient do not have any medical conditions. Patient do not take any medication.